Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error code 40 persistently. They stated that this resulted in a delay of therapy for a day and a half. They also stated that the pump was used to deliver medication including go lightly and bowel prep. Mmd did follow up with the initial reporter and they reported that the patient had been unable to have a bowel movement for one day but that ultimately there were no adverse effect to the patient and that they did receive a replacement pump. They did not provide any additional information. (B)(4)